Event description:
It was reported that during a laparoscopic tep hernia repair using the device, the grey seal dislodged from the port as the mesh was being placed, resulting in a rapid loss of pneumoperitoneum. This caused a delay as the surgeon had to repair the port to continue the procedure. The surgeon resolved the issue by replacing the grey seal with surgical instruments, allowing the procedure to proceed as normal. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic tep hernia repair using the oms-t10sb trocar balloon, the grey seal dislodged from the port as the mesh was being placed, resulting in a rapid loss of pneumoperitoneum. This caused an approximately ten-minute delay as the surgeon had to repair the port to continue the procedure. The surgeon resolved the issue by replacing the grey seal with surgical instruments, allowing the procedure to proceed as normal. There was no patient injury.